Event description:
As reported, "during procedure, pt had a drop in blood pressure. X-ray over chest revealed fluid in chest cavity around lung. A chest tube was inserted and proceeded to convert the case to open. In the determination of fluid in the chest cavity, there was a small opening in the vessel that the pacemaker lead was removed from."

Manufacturer narrative:
Conclusions: (B)(4). Analysis: upon receipt of the device and upon its evaluation, as expected based upon the event report, there was no visible or mechanical damage to the device. It was found to be fully functional and in tact. Conclusion: the device was found to be within specification and functioned as intended.